Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had gone into diabetic ketoacidosis twice due to kinked infusion sets . Blood glucose level at the time of the incident was not provided. Customer competed troubleshooting for bent cannula. Customer was advised with proper preparation process and insertion techniques. The insulin pump was not replaced nor returned for analysis.